Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to dislocation. The head and liner were removed and replaced with another biomet head and liner.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00074 / 00075).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00074-1 / 00075-1).